Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address chronic pain for a few years. Patient had a global hemi arthroplasty on his left shoulder about 20 years ago. Surgeon decided to remove the head and use a competitor glenoid and downsized the head. Surgeon felt the construct was stable and would relieve the pain. Doi: 20 years ago; dor: (B)(6) 2018; left shoulder.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.